Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The light became dark during use, it could not be seen clearly, stopping using it. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Additional information: a pentax medical apac investigation on 12-may-2023, found that the examination was completed with an alternative scope. And no patient was harmed. Based on the results of the investigation. We performed, a decision tree again and determined, that this event was not reportable. Pentax medical has not received any further information for this event. And therefore, considers this medwatch report closed.